Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 10-AUG-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed and was showing an error message on screen. A field service engineer (FSE) investigated reports of random station shutdowns and power interruptions during use. The FSE inspected the rear of the station and found that bundled cables were placing tension on the alternating current power connection, resulting in an unstable power supply. The FSE adjusted the cable management, isolated the power cable to remove strain on the connection, and verified that the station operated normally without further unexpected shutdowns. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES system main drawer 2.1 was failed and was showing an error message on screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.